Event description:
A male underwent aaa repair in 2009. The procedure was conducted without reported incident and consisted of placement of a zenith main body, three zenith iliac legs and one zenith main body extension. In 2009, the pt underwent a secondary procedure. Due to the infrarenal neck being extremely tortuous (outside the IFU) the pt developed a type I endoleak which the physician treated with a zenith renu device. The current status of the pt is unk.

Manufacturer narrative:
Event eval: still under investigation.